Event description:
The customer reported that the defibrillator cannot boot. Further information was provided that the device entered into maintenance mode upon turning on. There was reportedly no patient involvement.